Event description:
It was reported that increased in pacing and hv lead impedances were observed in the past few months. No obvious anomaly was found via chest x-ray. The lead will be capped during a device change out in the future.